Event description:
Customer rpeorts that he obtained a result of 153mg/dl on his device and 82mg/dl on a doctor's device within 10 minutes. No action taken based on device results. No adverse event reported and no treatment recieved. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.